Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h.6.

Event description:
Explanting physician reported left side intracapsular rupture, capsular contracture, baker grade IV, and "painful symptoms" and confirmed during surgery. The device has been explanted and replaced.

Manufacturer narrative:
Continued e1 phone number (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported left side intracapsular rupture, capsular contracture, baker grade IV, and "painful symptoms" and confirmed during surgery. The device has been explanted and replaced with a competitor's implant.